Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. Although there was difficulty walking through the cartridge filling process due to broken links, technical support helped the caller load a new cartridge manually and resume insulin therapy, resolving the issue.